Event description:
The following information was received from global pharmacovigilance (gpv) and is a solicited report by a nurse from (B)(6) of bacterial peritonitis in a patient coincident with dianeal pd4 unknown bag and extraneal viaflex therapies. On (B)(6) 2011, in the early morning hours, the patient presented to the outpatient renal unit with probable peritonitis manifested by abdominal pain and cloudy effluent which did not require hospitalization. On (B)(6) 2011, the patient began remedial therapy with vancomycin (2.2g, two doses, route not reported) and ciprofloxacin (500 mg, twice daily, route not reported). On (B)(6) 2011, remedial therapy with vancomycin was discontinued. On (B)(6) 2011, remedial therapy with ciprofloxacin was discontinued. At the time of this report, dianeal pd4 unknown bag and extraneal viaflex therapies were ongoing, unchanged, and the outcome for the events of bacterial peritonitis with culture (B)(6) had resolved. The nurse did not provide an assessment of causality for the events of bacterial peritonitis with culture (B)(6) and the relationship with dianeal pd4 unknown bag and extraneal viaflex therapies.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.